Event description:
On (B)(6) 2008: the dialyzer (aps-15sa) was used for hemodiafiltration. At 10 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 180 = >70 mmhg or more). After the onset of this adverse event, noradrenaline was administered, then the blood pressure recovered. The dialyzer was changed to another type and continuous hemodiafiltration was conducted without problem.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s series marketed in us. The used device could not be analyzed because it was discarded by the user facility, so we reviewed manufacturing records, quality records of lot #37z2z5. As a result, no abnormality was found in records. (B)(4). The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.